Event description:
Boston scientific crm received info that this ventricular lead was exhibiting a decrease in impedance and r-wave measurements. A cardiologist suspects insulation damage with the ventricular lead. The ventricular lead was explanted and was successfully replaced.